Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. (B)(4).

Manufacturer narrative:
Further info surrounding the event has been sough but not yet rec'd. A supplemental MDR report will be sent when the investigation is completed. (B)(4).